Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Four clips were jammed in the distal end of the channel. The ratchet was engaged. The jammed clips were removed; and the fingers that hold the clips in place prior to loading into the jaws were bent from the jammed clips. The instrument was disassembled and damage to the ratchet system was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the ratchet component damage may occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in double indexing of the clips or misloading of the clip. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition no further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, clip malformation occured. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, the device was fired twice as a trial and clips were found to be malformed. A new device was used to complete the case. There was no patient injury.